Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife did not work properly during a hysterectomy but was able to finish the procedure with it. There was no pt injury. The sample was returned with the knife protruding from the jaws of the device.